Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12764, 2017865-2019-12765. It was reported that the patient presented in the emergency room with an infection. The system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.